Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, after the left ventricular (lv) lead was fixed with the side helix, it was removed due to poor data. When the lv lead was pulled back and then pushed forward again, it became stuck. It was confirmed outside of the body that tissue fragments were attached to the lead and covering the lv1 electrode. The risks of removing the tissue were considered and the lv lead was exchanged for a new lv lead. It was noted that there was also placement difficulty with the new lv lead. The implantation was discontinued when perforation and cardiac tamponade were discovered. It was noted that the tissue fragments attached to the lv1 electrode of the first lv lead were assumed to be the cause of the perforation and cardiac tamponade. Drainage was performed and the patient was observed in the intensive care unit (ICU) but ultimately hemostasis was achieved by open chest surgery. The lv leads were not used as the implantation was discontinued. No further patient complications have been reported as a result of this event.